Event description:
Event description boston scientific received information that this ventricular lead was exhibiting low impedances, loss of capture, and high thresholds. During the replacement procedure for normal battery depletion, the lead was surgiaclly abandoned and replaced. No adverse patient effects were noted.